Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation and the patient experienced bradycardia / sick sinus syndrome that required permanent pacemaker implantation. During ablation, patient became bradycardic, frequency around 20 beats per minute (bpm). Atropine was administered and the patient recovered slightly but worsened again. When supra was administered, the patient responded and frequency increased to 115 bpm for approximately 7 minutes, then patient worsened again. Continuous pacing over cs catheter (cl 1000) until temporary pacemaker was implanted with vvi mode of 60. Patient was monitored. The patient might have to have a permanent pacemaker. There was no pericardial effusion. Doctor hypothesized since she had a very sick left atrium that she developed a more pronounced sick sinus syndrome. The doctor stated that biosense wester product was not the cause of this. The patient fully recovered however required a permanent pacemaker. Pacemaker implantation was discussed before since she suffered from syncope before. Patient required two (2) days in the hospital, "as usual for epu". Prolonged hospitalization is not added as a health effect - impact code since it was mentioned that the hospitalization is considered a usual amount of time.